Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not startup after a scheduled power outage. Customer stated that they had a power event previous day for which they shut down the system and ups, also performed restart of the ups but issue persists. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found system was not powered up correctly after scheduled dept power outage. The fse found 3 breakers on battery/pdu cabinet in the off position. To resolve the issue, fse turned the switched breakers to on position. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power back on after a scheduled power outage. There was no reported patient or user harm. Philips has started an investigation of this complaint.